Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the vest of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 112 mg/dl. The customer reported a blank display on the insulin pump. The customer reported installing new batteries on the insulin pump. The customer reported a battery out limit alarm from the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer reported that the display did return. A new battery cap for the insulin pump would be shipped out to the customer to rule out any possible issues with battery cap. No additional information was provided.